Manufacturer narrative:
The reported leaflet tears were confirmed. Leaflets 2 and 3 were torn at their shared stent post. There was partially detached fibrous pannus ingrowth on the inflow surface of leaflets 1 and 3. It cannot be definitively determined; however the detached area of pannus appeared to have previously been from the base of leaflet 2, indicating that there was possibility of circumferential pannus on the inflow surface prior to explant. Pannus had begun to encroach onto the base of the outflow surface of leaflet 1. There was no evidence of acute inflammation or significant calcifications. X-ray inspection of the returned valve demonstrated that stent posts 1 and 3 were bent outwards. As this was an explanted valve it was not possible to confirm when the observed deformation occurred. The sewing cuff was nearly completely removed and leaflet 1 contained an indentation consistent with a tool mark 1 directly adjacent to stent post 1. Damage was noted at the base of leaflet 3, consistent with explant artifact while removing the sewing cuff. It is also possible manipulations at the time of implant may have contributed to the stent deformation. The device history record was reviewed and demonstrated that each manufacturing and inspection operation was performed satisfactorily. This review is inclusive of the final inspection videos which demonstrated confirming final valve functionality without evidence of stent deformation. The cause of the leaflet tears could not be conclusively determined; however, the excised sewing cuff and host to device reaction (pannus formation), along with the selected valve size (23 mm) larger than the replacement valve (21mm), are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted using non-everting mattress sutures and pledgets. There was no significant calcification was observed at the native aortic annulus. On (B)(6) 2018, echo revealed leakage around the ncc. The patient presented with symptoms of congestive heart failure and several diuretic agents were prescribed. On (B)(6) 2018, the valve was explanted and replaced with a 21mm inspiris resila valve and a concomitant ascending aorta replacement was performed. Upon explant, the ncc and rcc appeared to be torn from the stent post, and no pannus-like substances were observed. The patient was reported to have recovered and was discharged. The sewing cuff was damaged during explant.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted, and no significant calcification was observed at the native aortic annulus. On (B)(6) 2018, echo revealed leakage around the ncc. On (B)(6) 2018, the valve was explanted, and the ncc and rcc appeared to be torn from the stent post. The sewing cuff was damaged during explant. Additional information has been requested.